Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant medical products: part 195204, lot 999140- vgxp intlk fmrl rt 62.5, part 195252, lot 928810- vngd xp inlk pri tib tray 79mm, part 195409, lot 868650- vgxp xp e1 tib brg rm 9x79. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-01193, MFR 0001825034-2018-01194, MFR 0001825034-2018-01196. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 504 - extreme pain post-surgery.